Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis. Analysis found internal abrasions between the rv and svc shock coils at 8.6 cm to 13.1cm from helix and below the rv shock coil at 6.0cm to 6.1cm from helix e end. Re and rv cables were exposed but not abraded in either location.